Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported broken liquid crystal display (lcd) with no backlight which was reproduced as a white screen during evaluation. The reported symptom was verified and found to be caused by a failed lcd. The lcd was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced a broken liquid crystal device (lcd). Additional information was reported stating the screen was dark in color and there was no backlight or pixels. There was no patient involvement. No additional information is available.